Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check conducted by the complainant, the cardiosave intra-aortic balloon pump (iabp) messaged " iabp may require maintenance". No patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code - 500003), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer (fse) checked the machine and found the issue with the muffler. Needs replacement of muffler with new one. Replaced the muffler with new one. Checked functionally found ok. Performed all the functional tests. Handed over the machine in good working condition.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a